Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent response from down arrow button, due to flattened dome switch. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, while customer was driving his tractor and bailing hay. Customer's blood glucose was 176 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.